Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of menorrhagia ('menorrhagia relapse') in a 47-year-old female patient who had essure (batch no. D31448) inserted. The patient's medical history included uterine fibroma. Previously administered products included for an unreported indication: copper iud and oral contraceptive nos. Past adverse reactions to the above products included device intolerance with copper iud; and drug intolerance with oral contraceptive nos. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy with ovary conservation). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia had resolved. The reporter considered menorrhagia to be related to essure. The reporter commented: there was fibroma resection in the same time as insertion. The patient went on consultation 18 months later for menorrhagia relapse. There was no sample available for investigation. There were no fibroids remnants after removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jun-2019: new information from pharmacist: exact date of insertion and withdrawal of essure: inserted on (B)(6) 2016, withdrawn on (B)(6) 2018. Start date of events: (B)(6) 2017. There were no fibroids remnants after removal. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of menorrhagia ('menorrhagia relapse') in a 47-year-old female patient who had essure (batch no. D31448) inserted. The patient's medical history included uterine fibroma. Previously administered products included for an unreported indication: copper iud and oral contraceptive nos. Past adverse reactions to the above products included device intolerance with copper iud; and drug intolerance with oral contraceptive nos. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy with ovary conservation). Essure was removed. At the time of the report, the menorrhagia had resolved. The reporter considered menorrhagia to be related to essure. The reporter commented: there was fibroma resection in the same time as insertion. The patient went on consultation 18 months later for menorrhagia relapse. There was no sample available for investigation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jun-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of menorrhagia ('menorrhagia relapse') in a (B)(6) female patient who had essure (batch no. D31448) inserted. The patient's medical history included uterine fibroma. Previously administered products included for an unreported indication: copper iud and oral contraceptive nos. Past adverse reactions to the above products included device intolerance with copper iud; and drug intolerance with oral contraceptive nos. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy with ovary conservation). Essure was removed. At the time of the report, the menorrhagia had resolved. The reporter considered menorrhagia to be related to essure. The reporter commented: there was fibroma resection in the same time as insertion. The patient went on consultation 18 months later for menorrhagia relapse. There was no sample available for investigation. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.